Event description:
It was reported that bubbles in the tubing occurred. A intellanav mifioi was selected for a procedure. However the irrigation tubing was cut during the intervention causing bubbles in the line. No patient complications were reported. Visual inspection revealed that the luer fitting was separated from irrigation tubing and not received with the device. Dried body fluid found on the handle and main body and distal end. Dried saline was found on the distal end and inside the irrigation ports.

Manufacturer narrative:
Date of event is unknown populated with aware date.

Manufacturer narrative:
Date of event is unknown populated with aware date.

Event description:
It was reported that bubbles in the tubing occurred. A intellanav mifioi was selected for a procedure. However the irrigation tubing was cut during the intervention causing bubbles in the line. No patient complications were reported.